Event description:
It was reported that the patient presented in the operating room for a device change out due to normal eri and the pulse generator exhibited backup vvi operation. Device replacement would be scheduled electively due to device reaching eol. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.